Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product: concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high number of low impedance counts and the low impedance could not be reproduced with differing positions or movements. It was also reported that pocket stimulation occurred when the rv lead was reprogrammed to unipolar pacing configuration. The rv lead was changed back to bipolar pacing configuration and will be replaced. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that a high rate event that appeared to be noise had occurred and lead warnings had been triggered due to low impedance measurements.